Manufacturer narrative:
Complained product will not be not available.

Event description:
Cut me - mouth [mouth injury] [oral-b] brush head broke [device breakage] . Case narrative: consumer via phone reported that the brush head broke and cut them. No serious injury was reported.